Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 370mg/dl. The mother stated that the customer experienced nausea, dehydration, and large ketones. It was stated that the customer was running high and complained of an upset stomach and began throwing up. The mother also stated that the insulin pump kept alarming no delivery. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Unable to confirm the alarms. The device had cracked display window corner and scratched screen.